Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The device was also received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump has fluid under the screen and was not working. It was explained that the customer went swimming and forgot to remove the insulin pump. Customer's blood glucose value was 60 mg/dl which was treated with juice. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.